Event description:
This is a report of a patient that experienced a breach in aseptic technique, which caused peritonitis. The patient was not hospitalized for the peritonitis. The patient was treated with injection (inj) fortum, 1gm/day, and inj reflin, 1gm (routes not reported). No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. This event was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the reported event was use error. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.